Event description:
The following information was reported: the physician inserted the mynx into the sheath and inflated the balloon, pulled back to the second resistance at the arteriotomy and the device pulled out of the sheath. The sealant was never deployed, and the device was checked after and was confirmed that it was a balloon rupture. Manual compression was held for 20 minutes and hemostasis was achieved. The patient was not hospitalized. Procedure type: peripheral. Procedure used: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1420206) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.